Event description:
It was reported that during a procedure the fiber cap separated from the fiber. The procedure was completed with a second fiber. There were no patient or user clinical consequences due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The fiber can independently rotated within outer flow tubing. The outer flow tubing open end appears stretched, and exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber cap separated from the fiber after 106,899 joules of use. The fiber tip was cleaned during the procedure. The procedure was completed with a second fiber. There were no patient or user clinical consequences due to this event.